Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had been hospitalized due to ventricular tachycardia (vt)/ventricular fibrillation (vf) and multiple shock delivery. The patient had experienced non-sustained vt/vf episodes that repeated within a short timeframe. During those episodes; inappropriate therapy had been delivered. Other vt/vf episodes had been recorded and appropriate therapy had been delivered. Upon device interrogation; it was noted that the device was in safety mode. In addition, the patient had heard beeping tones coming from the device two days earlier. As therapy availability could not be confirmed. The patient was to undergo a device replacement procedure in the near future. No additional adverse patient effects were reported. Subsequently, the device was explanted and is expected to be returned for a post market assessment. The patient elected to forgo another device implant at this time.

Manufacturer narrative:
Following return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. A memory location had been altered, which resulted in reversion to safety mode. The altered memory location was reset and; subsequently, the device reverted from safety mode to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.